Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Although this product does not have a fill line per specifications the amount of specimen in the tube is lower than expected for this product. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Additionally, one hundred (100) retention samples from bd inventory were visually examined and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photo analysis.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg were missing vacuum and not filling properly. The following information was provided by the initial reporter: in 14 of 7600 tubes used so far, there have been problems with the blood collection (missing vacuum). The tubes were not filled properly and therefore cannot be used for molecular virus detection of the blood donation.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg were missing vacuum and not filling properly. The following information was provided by the initial reporter: in 14 of 7600 tubes used so far, there have been problems with the blood collection (missing vacuum). The tubes were not filled properly and therefore cannot be used for molecular virus detection of the blood donation.

Manufacturer narrative:
E.3. Initial reporter phone (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.